Event description:
The first week the reporter started using this product, she noticed an unusual number were exhibiting no growth. She replated many of the culturettes the next day on a routine screening plate and found a lot were positive for group a strep. In one case, a 15-year-old was not initially treated and ended up being hospitalized. When he was replated heavy growth was found. Rptr feels this product is not as good as the routine blood auger. She has reported her concerns to the MFR and to the state health department.